Event description:
It was reported that the caller experienced a cgm error 42. The blood glucose level was not adversely affected. The customer was guided by technical support through a pump reset, which resolved the issue, and the sensor session was successfully started without further errors.